Event description:
Additional information reported that the patient developed rapid atrial fibrillation and attempted cardioversion four times unsuccessfully on (B)(6) 2018. The patient was also reported as experiencing several episodes of dark tarry stool and underwent several rounds of transfusions of packed red blood cells (prbcs). The patient did not receive their heartmate 3 implant until two days later, on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and the associated events including infection, sepsis, gastrointestinal bleeding, bleeding, cardiac arrhythmia, hemorrhagic stroke, ischemic stroke, right heart failure, respiratory failure, pericardial fluid collection, renal dysfunction, hepatic dysfunction, aortic insufficiency, pulmonary hypertension, wound dehiscence, psychiatric episode, and low flow could not be conclusively determined through this evaluation. The report of low flow could not be confirmed as no log files were submitted and there is no product available for investigation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient had a heartmate 3 lvas placed on (B)(6) 2018. Following implant, the patient¿s hospital course contained a variety of complications including intraoperative coagulopathy, cardiac tamponade, needle-hole bleeding at the aortic anastomosis, focal hematoma at the right atrium, unstable ventricular tachycardia, hypotension, acute kidney injury associated with cardiorenal syndrome in the setting of the cardiac tamponade, atrial fibrillation, low flows, suction events, right heart failure, pericardial fluid collection, heparin-induced thrombocytopenia, depression, wound dehiscence with fat necrosis, gastrointestinal bleeding, clostridium difficile, vaginal bleeding, intermittent confusion with irrational statements, hypothermia, hypoglycemia, remote right frontal infarct, positive fungal cultures, abdominal pain at a percutaneous endoscopic gastrostomy site, respiratory alkalosis, subarachnoid hemorrhage, positive blood cultures, and hypercarbia. The patient was treated with several transfusions of packed red blood cells, hematoma evacuation, defibrillation, pressors, inotropes, diuretics, anticoagulants, continuous and intermittent renal replacement therapy, heart failure medication, chest exploration with washout, cardioversion, wound vac, anti-arrhythmic medication, dobhoff tube, physical therapy, occupational therapy, antidepressants, sternal wound debridement, antibiotics, iron, stimulant medication, proton pump inhibitors, esophagogastroduodenoscopy and partial colonoscopy with cauterization, octapeptide, diet changes with appetite medication, intermittent hemodialysis, lvad speed changes, percutaneous endoscopic gastrostomy, a bair hugger, head/chest/abdomen/pelvis cts, antifungal medication, intubation, pain medication, tracheostomy with a trach collar, and continuous positive airway pressure therapy. On (B)(6) 2018, the patient expressed that she was ready to go home with hospice and comfort measures. The patient was made allowing natural death and palliative was re-consulted for symptom management and disposition planning. Crrt was discontinued, and the patient¿s ICD was deactivated. Tube feeds, sildenafil, coumadin, and antibiotics were discontinued. The patient was discharged home on (B)(6) 2018 with hospice on a minimum regimen of fluoxetine, keppra, ativan, scopolamine patch, and pain medications. It was noted that the patient was in stable condition at discharge. The patient expired on (B)(6) 2018 and it was not believed that the events were due to the performance of the lvad. It was noted that the product would not be returned. There is no product available for investigation. The relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the available device history record for the percutaneous lead assembly were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 lvas IFU lists localized infection, sepsis, bleeding, stroke, right heart failure, respiratory failure, cardiac arrhythmia, pericardial fluid collection, renal dysfunction, hepatic dysfunction, hypertension, wound dehiscence, psychiatric episode, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 provides care instructions in reference to preventing infection. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. Further, section 6 provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6 explains that post-implantation hypertension may be treated at the discretion of the attending physician. Section 5 entitled ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when the pump flow decreases below 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook contains several sections which provide care instructions in reference to preventing infection. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Source review showed that the patient suffered from acute systolic heart failure, acute respiratory failure with hypercapnia, thrombocytopenia treated with bivalirudin, injury to liver, wound infection after surgery, infection due to enterobacter cloacae/enterobacter sepsis, melena requiring prbcs transfusions, postmenopausal vaginal bleeding, clostridium difficile enterocolitis, ischemic stroke of frontal lobe and trace subarachnoid hemorrhage, acute respiratory failure with hypoxia and hypercapnia, and ventricular tachycardia requiring defibrillation. The patient was admitted for lvad placement on (B)(6) 2018. Heartmate 3 was implanted on (B)(6) 2018. She developed cardiac tamponade and underwent bedside exploration. She had hematoma on lateral aspect of right atrium and 300 ml hematoma was evacuated and her chest left open. Later that evening she went into unstable ventricular tachycardia. She was defibrillated and return of spontaneous circulation (rosc) achieved after one shock. On post-operative day 1 (pod1) she was weaned from levophed and she received 1u prbc and was more stable. On pod2 she was transfused 2u prbc. Patient was noted to have increasing acute kidney injury and low urine output. She was put on heparin bridge and stared on continuous renal replacement therapy (crrt) on (B)(6) 2018. Echo on (B)(6) 2018 showed resting tachycardia. She was taken back to the or for chest exploration and washout with chest closure. Patient had rapid atrial fibrillation overnight and had to be cardioverted unsuccessfully. On (B)(6) 2018 right heart failure was noted. Echo on (B)(6) 2018 showed the left ventricle (lv) was small and underfilled. Function was severely reduced and the left atrium was very small. A catheter or pacing wire was seen in the right ventricle. There was trivial pericardial effusion present. On (B)(6) 2018 she had thrombocytopenia and had to be placed on bivalirudin. Upper extremity deep vein thrombosis duplex exam on (B)(6) 2018 showed no venous thrombosis, but there was an avascularized mass at the medial left upper arm consistent with a hematoma. On (B)(6) 2018 echo found severe global lv systolic dysfunction. Mild/moderate tricuspid regurgitation was present. On (B)(6) 2018 echo showed trace aortic valve insufficiency. On (B)(6) 2018 after wound vac treatment the patient had dark tarry stools. She received 1 unit of packed red blood cells (prbc) the next day for acute blood loss anemia. It was noted she had positive infection wound cultures (enterobacter cloacae). Gi was consulted for presumed gastrointestinal bleed. The patient was started on IV protonix and coumadin was held. On (B)(6) 2018 the patient had egd and colonoscopy that revealed non-bleeding ulcers and gastric angioectasias that were cauterized. On (B)(6) 2018 she was noted to have bloody stool, hemoglobin was stable. On (B)(6) 2018 she was noted to have bloody vaginal discharge, and hemoglobin was stable. On (B)(6) 2018 the patient was found on the floor to be unresponsive and vomiting with respiratory alkalosis. CT scan showed trace subarachnoid hemorrhage. Blood cultures were positive for gram positive rods. The patient was started on micafungin for positive beta-d glucan. Started on merrem (B)(6) 2018 for enterobacter positive blood and respiratory culture. On (B)(6) 2018, she expressed that she was ready to go home with hospice and comfort measures. Crrt was discontinued, and ICD was deactivated. Tube feeds, sildenafil, coumadin, and antibiotics were discontinued. She was discharged home with hospice on a minimal regimen of fluoxetine, keppra, ativan, scopolamine patch, and pain medications.